Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (42 mg/dl). Customer stated they have "insulinoma which creates insulin in her body and causes low bg's at times." Reportedly, customer fell and now has a bruised hip and abrasions on their knees. Customer received glucagon injections to stabilize bg levels.